Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the pediatric pulmonary department that the tubing set separated at the distal end. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the peds pulmonary department, the med infusion line fell apart at the tip. Although requested, no additional event and/or patient information was provided.